Event description:
MFR rep reported lead was broken proximal to the paddle portion. The lead was cut off, but the paddle was left in place as a reference for placing a new lead. The other end of the extension was cut off at the "bootie." MFR rep stated portion between the paddle and the bootie was discarded.